Event description:
It was reported that during servicing it was found the processor pca was causing the device to intermittently shut down. The processor pca was replaced. There was no reported patient or user involvement and no adverse patient/user impact.